Manufacturer narrative:
Device evaluation has confirmed the reported issue. Inspection found black image with noise. Leakage occurred at biopsy channel. Insertion tube crushed at the boot. Angulation is low. The channel is torn with heavy leak, fluid invaded the scope connector . Due to the leak , it caused black image with noise. After aeration image was found normal. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, leakage occurred at the biopsy channel and water invaded the device during device handling . As a result, abnormality of the electrical component occurred, which led to the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): important information ¿ please read before use. Warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the device exhibited an error e216 (scope communication error) and scope communication error code b30. The reported issue occurred at preparation for use for a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure. The device was replaced and the intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported due to the event.